Manufacturer narrative:
Evaluation summary: the device evaluation was performed based on an event description as reported to gore and an image as the device was not returned for analysis. From the image, it was observed that there was blood on both spine covers and the strain relief. From the image, it was observed that the gap between the spine covers at the leading end of the manifold assembly was wider than the gap at the trailing end of the manifold assembly. Based on the findings of this evaluation, the physician¿s observation that ¿blood leakage from a handle prior to pull off a clear knob¿ could not be confirmed. The likely cause for the reported observation of ¿blood leakage from a handle prior to pull off a clear knob¿ could not be determined with the available information. Emdr section h6, codes c19, d15 updated to reflect results of investigation.

Event description:
The following information was reported to gore: on (B)(6) 2023, a patient underwent endovascular treatment of an abdominal aortic aneurysm, a common iliac artery aneurysm, and an internal iliac artery aneurysm using gore® excluder® aaa endoprostheses. During the treatment, blood leakage from a handle prior to pull off a clear knob was observed. The procedure was changed and the clear knob was pulled off before cannulation. Then an ipsilateral leg was deployed and the device was removed. No transfusion required. The patient tolerated the procedure.

Manufacturer narrative:
H3: code "other" was selected as the medical device was discarded at facility. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.